Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -07.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting; glare; lens dislocation/subluxation. On (B)(6) 2022 the lens was explanted and on this same day a replacement lens of longer length was implanted and this resolved the problem. The cause of the event was reported as unknown and noted "low vault - could have been mis-measured or abnormal ratio of diameter to white to white. Claim#: (B)(4).

Manufacturer narrative:
Lens work order search: one similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -07.50 diopter implantable collamer lens into the patient's right eye (od). The patient is experiencing low vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.